Event description:
It was reported that a spectrum infusion pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the event history log confirms upstream occlusion alarms. The ultrasonic sensor was found out of specification. The ultrasonic sensor was recalibrated to ensure proper occlusion detection capabilities.